Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because, the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information requested by fax and mail on 04/28/2011 and 05/03/2011 and by phone on 05/04/2011. A completed questionnaire has not been received. (B)(4).

Event description:
An optometrist initially reported 3-4 patients with delayed hypersensitivity reaction (ou) both eyes while using this product. On (B)(6) 2011, the optometrist reported, he diagnosed two patients with corneal subepithelial infiltrates. Additional information has been requested.